Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed. A field service engineer reseated and inspected all cables, then replaced missing or damaged slide bumpers in auxiliary drawers 1.1, 1.2, 2.1, 2.2, 3.1, and 5, as well as main drawers 2.1, 3.1, and 4.2. The customer tested the drawers after the repairs, and no issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1.1, showed device not connected. Multiple restarts, including leaving the unit unplugged for 5 minutes, did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.